Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Subsequently the device was explanted as the patient had expired.

Event description:
Boston scientific received information that this device was identified as having a large discrepancy between the hardware coulombmeter and the average battery voltage, indicating premature battery depletion. Additionally, it was noted that the device was not detecting the loss of battery energy. Analysis of device data was reviewed and device replacement was recommended. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The local area sales representative was to discuss next steps with the patient's physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that the patient implanted with this device was informed of the advisory status and elected to leave the device implanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).